Event description:
The pt was in a car accident about a yr and a half prior. She could recharge the device but since the accident could not feel any stimulation. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).